Event description:
It was reported by a customer in the USA that, an 840 ventilator stopped cycling. There was no patient involvement.

Manufacturer narrative:
The covidien technical service engineer (tse) troubleshot this issue with the customer over the telephone. The tse recommended the customer to replace the exhalation flow sensor. The customer informed to have replaced it, and malfunction was resolved. The customer conducted final testing an calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference # (B)(4).